Event description:
The patient reportedly experienced intermittency followed by loss of lock between the external equipment and the cochlear implant. Programming changes were made, and external equipment was exchanged, however, the issue was not resolved. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear device.